Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported by the patient that during use of night aligners, a crazed line in their tooth was caused. The patient further complained the aligners were too tight, painful and stated they have caused cracks in his teeth and did not want to continue with treatment. No evidence of an lor on file, no evidence of a preexisting condition, and no additional information was reported.